Event description:
It was reported that oversensensing occurred. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: no anomalies found, partial lead in segments analyzed. Brand name is sprint fidelisd2 type of device is implantable tachy lead.

Event description:
It was reported there was oversensing, inappropriate shocks and painful stimulation. Lead fracture also reported. It was further reported there was sudden impedance rise, artifact, inappropriate therapy, and t-wave oversensing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: (B)(4)no anomalies found, partial lead in segments analyzed. The device is part of the advisory for this model. Brand name is sprint fidelis. Type of device is implantable tachy lead.